Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Hemolysis may be due non-device related causes or shearing within the pump, and may lead to the disruption of the integrity of the erythrocyte membrane. Thrombus and hemolysis are known potential complications associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines) to avoid thrombus formation while the system is implanted. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that on (B)(6) 2015 an lvad was implanted in patient, to support the left ventricle. In the morning of (B)(6) 2016 [?] High power consumption "alarms occurred. The patient was asked to come to the hospital for examination. High hemolysis parameters and the presence of a 3rd harmony in the acoustic analysis indicated a pump thrombosis. The same evening a lysis therapy was carried out and had to be repeated on (B)(6) 2016. The system parameters are normalized, the hemolysis parameters are falling and a 3rd harmony is not measurable anymore. No additional information available.

Manufacturer narrative:
Hvad pump (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of controller log files was not possible since log files were not available for analysis. However, a site report noted that an acoustic analysis performed on site revealed thrombus, and the lysis therapy was successful by bringing pump parameters back to normal. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event.